Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.